Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis (B)(6) 2019 at 5 am with blood glucose of 574 mg/dl. The customer's other blood glucose was 160, 595 mg/dl. The customer was treated with intravenous fluid and intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.